Event description:
It was reported that impedance was greater than 9999 ohms with increase in threshold and loss of capture since (B)(6) 2010. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.